Event description:
The article, "multicentre short- and medium-term report on the device closure of a post-myocardial infarction ventricular septal rupture ¿ in search of risk factors for early mortality", was reviewed. The article presented a case study of a 74-year-old patient. It was reported that on an unknown date, a 22mm amplatzer post-infarct muscular vsd occluder was chosen for implant for ventricular septal rupture closure. It was noted the vsr morphology was complex. During procedure, it was noted an unknown loading sheath was kinked. It was then reported 10 days post-procedure on an unknown date, the patient passed away from multi-organ failure. The article concluded that procedure of vsr device closure demonstrates an acceptable technical success rate; however, the incidence of severe complications and early mortality is notably high. Older patients in poor hemodynamic condition and those with unsuccessful occluder deployment are particularly at a higher risk of a fatal outcome. The prognosis after early survival is promising. [The primary and corresponding author was michal galeczka, medical university of silesia in katowice, silesian centre for heart diseases, 9 curie-sklodowskiej st., 41-800 zabrze, poland, with corresponding email: e-mail: michalgaleczka@gmail.com].

Manufacturer narrative:
Literature article: "multicentre short- and medium-term report on the device closure of a post-myocardial infarction ventricular septal rupture ¿ in search of risk factors for early mortality" b2 - date of death is estimated. B3 - date of event is estimated. As reported in a research article, "multicentre short- and medium-term report on the device closure of a post-myocardial infarction ventricular septal rupture ¿ in search of risk factors for early mortality", on an unknown date, a 22mm amplatzer post-infarct muscular vsd occluder was chosen for implant for ventricular septal rupture closure in a 74-year-old patient. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Peri- and post-procedural complications included death. Based on the information received, the cause of the reported incident could not be conclusively determined.